Manufacturer narrative:
The root cause for the reported issue of an (B)(4) dopamine drip change in rate. Event c was not determined. The reported issue that there was an (B)(4) dopamine drip change in rate. Event c could not be confirmed. No further investigation of this event is possible at this time, and no patient harm was reported. Device was not returned to manufacturing facility.

Event description:
It was reported that a dopamine drip was programmed to infuse at 0.16ml/hr. It was then noted that the total volume infused displayed on the pump was 0.06mls during the hours of 2300 and 0000 and between the hours of 0000 to 0100, the total volume infused displayed was 0.11mls 0000-0100. The patient was eventually discharged home. There was patient involvement but no patient harm.